Event description:
The patient had a 8 french straight tip foley catheter placed, with 3 cc of water to fill the balloon. 2 days later the foley was in the patient but was found with a piece of wire, approximately 8.5 inches, protruding from the foley. The foley was found to be leaking urine from the where the wire was protruding from the foley. The foley was immediately removed. This type of event has occurred at least 12 other times with different patients.